Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery due to aseptic loosening. The patient also had cyst on the inside aspect of the talus.

Manufacturer narrative:
The reported event could be confirmed based on available radiographic report and health care expert¿s opinion. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert, and he opined that- ¿the reported talar cysts could be interpreted as a radiographic sign of loosening. With the available information I cannot say anything regarding the root cause. The absence of infection makes aseptic loosening, which would be patient related, likely. Without any further information it cannot be assessed, whether additional surgery or device related reasons may have contributed to this outcome.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a revision surgery due to aseptic loosening. The patient also had cyst on the inside aspect of the talus.